Event description:
A pt underwent a therapeutic procedure for hemostasis within the colon. The resolution clip device would not deploy. A subsequent attempt to utilize another clip within the hepatic flaxure of the colon was also unsuccessful, please note associated medwatch report #: 6000048-2006-00261 (attached). The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condition is reported as 'fine'.